Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from portuguese: "a pet caregiver gets in touch to report that one of the 30ui bd ultra-fine syringes had the following quality deviation: when removing the orange protective cover, the needle detached itself from the syringe body and remained attached to the protective cover."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ ii insulin syringe when removing the shield. The following information was provided by the initial reporter, translated from portuguese: "a pet caregiver gets in touch to report that one of the 30ui bd ultra-fine syringes had the following quality deviation: when removing the orange protective cover, the needle detached itself from the syringe body and remained attached to the protective cover."

Manufacturer narrative:
H6: investigation summary customer returned an image of a single 0.3ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. A review of the device history record was completed for batch# 1123322. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. A definitive root cause cannot be determined. H3 other text : see h10